Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported foot detachment was not confirmed as the device was returned with the foot intact. Device analysis revealed the guide was separated at the distal end of the guide tube. The actuator wire was still intact. The reported difficulty removing the closure device could not be replicated in a testing environment as it was based on procedure circumstance. The reported difficulties and subsequent treatments appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device using the pre-close technique with a 6f sheath relative to an interventional abdominal aortic aneurysm (aaa) procedure. The proglide foot was closed using the proglide lever. Reportedly, the proglide footplate got stuck in the patient during closure and broke off. A cutdown was performed to remove the footplate and to achieve hemostasis. There was a clinically significant delay in the procedure. Hospitalization was extended due to the issue with the proglide device. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.